Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor and received with severely scratched display window noted. However, the insulin pump passed displacement test, self-test and a21 error test. The operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump some time ago. Customer stated that she cannot finish the rewind process and the pump was not dropped or bumped. Customer stated that the drive support cap appears normal. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.